Manufacturer narrative:
An event of severe aortic insufficiency and stenosis was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2018, a 23mm trifecta valve was implanted in the patient at another hospital. On (B)(6) 2021, the patient underwent a valve in valve procedure and a 23mm portico valve(sn: (B)(4)) was implanted. The valve in valve was performed due to the degenerated trifecta valve. The patient had severe aortic insufficiency and stenosis. The procedure was successfully completed with no adverse consequences and the patient is currently stable.